Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable glucose results from accu-chek inform ii meter serial number(B)(4). At 11:28 am, the result from a fingerstick was 456 mg/dl. The nurse repeated the test using the same meter as she did not believe the result. At 11:31 am, the result from a fingerstick was 191 mg/dl. At 11:37 am, a laboratory sample was drawn and the result was 178 mg/dl. The patient was not treated based on either meter result. The nurse awaited the laboratory result. There was no adverse event. The patient had an admitting diagnosis of unspecified edema. The customer was advised that decreased peripheral blood flow could affect results. Product labeling discusses this limitation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
A specific root cause could not be determined. As no product was returned, further investigation was not possible.